Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Unable to determine root cause. Source of complaint: phone

Event description:
Reported one false positive sars result. The consumer communicated the result was confirmed by another rapid antigen assay. Consumer was mildly symptomatic.